Event description:
A pt using novofine 31 (disposable needles) due to diabetes mellitus (type and duration unk) experienced the bending of novofine 31 during/after injection and that, on one occasion, a needle broke into three pieces in their stomach in 2004. The pt went to the e.r. (ER), where an ultrasound was performed and confirmed the presence of the needle in their abdomen. Pt was told there was no treatment for the event and that no intervention was required. The pt was a poor historian and was unable to provide any additional info about the event or any relevant history. It is not known if the pt reused their needles at any time. Pt was also unable to provide contact info of the ER, therefore it will not be possible to obtain additional info from the physician. At the time of the report, the event is ongoing. No sample is available for testing.